Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump was monitored and no unexpected low battery alarms or off no power anomalies were noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed for off no power without a low battery alert. The blood glucose reading was 304 mg/dl and customer stated that she had been without insulin for two hours. Customer treated with manual injection. She stated that the insulin pump was not dropped or bumped. Nothing further was reported.